Event description:
It was reported the green safety of PICC access needle fell completely off of the needle exposing the needle tip. No adverse event or serious injury reported to patient or healthcare professional. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a defective safety mechanism of an introducer needle is confirmed but the root cause could not be determined. One photograph of an introducer needle, a microintroducer sheath and a scalpel was returned for evaluation. An initial visual observation of the photograph showed the introducer needle green safety mechanism to be removed and separate from the introducer needle. Blood use residues were observed throughout the returned devices. Blood was observed inside the luer of the introducer needle. Because the safety mechanism of the introducer needle was observed to be removed from the introducer needle, the complaint is confirmed. However, because the device could not be observed microscopically and use residues were observed throughout the returned photograph, the cause of the failure could not be determined. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported the green safety of PICC access needle fell completely off of the needle exposing the needle tip. No adverse event or serious injury reported to patient or healthcare professional. No other information provided.